Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 500 mg/dl. The customer declined troubleshooting on insulin pump. It was also reported that the reservoir was leaked at past both o rings and air bubble were present in the reservoir. The customer reported that the infusion set's cannula was bent. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.